Event description:
During a pulse field ablation (pfa) procedure for the treatment of persistent atrial fibrillation, a faradrive steerable sheath and farawave catheter were used. During the procedure, the farawave catheter experienced a spline inversion and was removed from the sheath. The physician subsequently reinserted the catheter into the sheath and, during aspiration, observed air bubbles. The faradrive sheath was replaced, and the procedure was successfully completed using a new faradrive sheath. No patient complications occurred and the patient is expected to make a full recovery.